Event description:
On (B)(6) 2012, at (B)(6) in (B)(6), it was reported that the 01970110 quadrox-I oxygenator with filter (lot number 70075776) was leaking blood from the gas outlet during a perfusion. The customer elected to replace the device. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The sample was analyzed in the laboratory and it was determined that the leak was due to damaged fibers. The exact cause of the fiber damage could not be determined. An investigation is on-going to determine cause of the fiber damage. (B)(4).